Manufacturer narrative:
(B)(4). Batch # unk: investigation summary: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that, although the stapling went without problem, it was observed that the load did not shoot completely in one of the three shots. Of the 3 loads used, one load visually showed a possible absence of staple shooting. No patient consequences reported. No further information is available.